Event description:
It was reported the device was explanted and replaced due to varying impedance and threshold readings and oversensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing of the device using an is-1 lead revealed an intermittent ventricular output when stress put on the lead. The ventricular output condition was the result of a misshapen ventricular mbc, multi beam connector, not making continuous contact with an is-1 lead.